Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, the device misfired. Therefore, the surgeon pulled device out of patient and when he tried to engage the jaws, it locked and would not open. Another device was used to complete the procedure. There was no patient injury.